Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and reusing supplies. Tandem customer technical support educated the customer to always use room temperature insulin and to not reuse supplies. The customer¿s blood glucose level displayed as "high"; however, specific value was not provided. To address the issue, the customer administered a correction injection via manual daily injections. Ultimately, the customer reverted to an alternate method of insulin therapy.